Event description:
Spontaneous report, local reference # (B)(4). Initial information received on (B)(6) 2013. The dentist reported that on (B)(6) 2013, she used a schein premium 30g shot needle on a (B)(6) year old female patient in an inferior alveolar nerve block. The needle broke off in the patient's mouth after the patient coughed. They were unable to retrieve all the pieces so they sent the patient to an oral surgeon to have it removed. The patient was sent on (B)(6) 2013, to a different oral surgeon to see how they were going to remove it. Additional information received on (B)(6) 2013 from follow up with dentist. The dentist reported that following the patient's visits to the 2 oral surgeons, one of the surgeons consulted stated that it was difficult to locate the broken needle and then suggested not to attempt removal until after some months to prevent further damage and injury.

Manufacturer narrative:
.